Manufacturer narrative:
Concomitant products: 310f27 tissue valve implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was dizzy with atrial pacing mode in managed ventricular pacing mode. Due the the atrial pacing/sensing and ventricular sensing/pacing timing, the implantable pulse generator (ipg) is not switching to dual mode. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.